Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Dob: (B)(6). Concomitant medical products: 42502006002, femur, lot # 63946930, 42521000410, articular surface, lot # unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2020 - 00012, 0002648920 - 2020 - 00013.

Event description:
It was reported that approximately 6 months post implantation, the patient had complaints of severe pain, difficulty with adls and stiffness. At 1 year post op, heterotopic ossification was identified on an x-ray. There has been no report of any intervention. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). UDI # (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient was experiencing pain, moderate to extreme difficulty with activity of daily living, and severe stiffness. Per the persona knee system package insert, pain and limited range of motion are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.